Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 30.7-30.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 9.5-11.0cm from the distal tip. The inner coil was exposed and the sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of inappropriate shock, noise, and oversensing.

Event description:
It was reported the patient received three inappropriate shocks due to lead noise and ventricular lead noise oversensing with aborted high voltage therapies. Externalized conductors were found on the lead. The lead was extracted and replaced. The patient was stable.